Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed as planned by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce exposure. And also, the fse found a message on the data monitor indicating that the large focus was defective. Upon troubleshooting, the field service engineer (fse) measured the inductance of both the small and large filaments and identified the tube was defective. To resolve this issue, fse replaced the x-ray tube and returned to philips for further analysis. The analysis confirmed the malfunction in the x-ray tube and identified that both the small and large filaments were defective due to intensive use. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.